Event description:
It was reported that the balloon burst. This 7.0 mm x 60 mm, 80 cm ranger balloon was selected for use in a drug coated balloon procedure. The calcified target lesion was first treated with a boston scientific jetstream atherectomy device. Calcium was still present after atherectomy, then this ranger balloon was used. Upon initial inflation of 6 to 7 atm, the balloon burst. The balloon was removed intact, and the procedure was completed with another of the same device. There were no patient complications.